Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "failed the volume test 3 times on 3 sets at 18.95 each time" was not reproduced. The device was tested for flow accuracy and delivered within intended range. The event history log review was performed, revealed 3 infusions programmed at a rate of 40 ml/hr and a volume to be infused of 20 ml. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the volume test 3 times on 3 sets at 18. 95 each time. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.